Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer auxiliaries 2.1 and 2.2 were not detected on bus. A field service engineer (fse) shut down the station and proceeded to disconnect and reconnect all connections for those sub-drawers. Fse powered the station back on and accessed diagnostics and after confirming in the application that the drawers were now being detected, performed an acceptance test. Fse confirmed everything was working correctly, and no drawers were undetected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.